Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis without the hub/tab. The device was bloody. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed the proximal end of the hypotube was fractured and the hub/tab was missing. The separated end was slightly bent and was ovalized, consistent with the area being kinked prior to becoming separated. Inspection of the rest of the device found no other damage or defect. The reported kink was confirmed.

Event description:
Reportable based on device analysis completed on 22mar2021. It was reported that shaft kink occurred. The 92% stenosed, 25-32mmx2.75-3.25mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the physician used this device to provide support. However, it was noted that the connecting part of the guidezilla got kinked. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the proximal end of the hypotube was fractured.